Event description:
(B)(4). Menstrual cycle became very irregular. Bleeding became much heavier with excessive clotting. Periods last longer and there is no regular cycle. Severe cramping also started occurring. Excessive pain when removing or inserting tampons. Increased depression and anxiety. Excessive loss of hair and dizziness. I also experience pain during and after sex. I also have recurring migraine headaches that my primary dr is unable to diagnose a cause for.